Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated due to the battery completed depleted. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.